Event description:
Balloon on foley popped during insertion. The foley was a 6 fr silicone catheter. The charge nurse explained the nurse caring for the patient used 7cc of water to inflate the ballon and most likely causing the balloon to burst. No evidence of harm to the patient noted.this was an error that reached the patient but did not cause harm. Unfortunately, I have no idea even after attempting to research the patient's chart, what sort of foley catheter this was. I do know that according to the nurse, the balloon size is 3cc for an 8fr silicone foley. It would make sense that the nurse overfilled the balloon. It does say in the policy to check manufacturer's recommendation for balloon fill though it only says 3cc balloon on the bag and not more specifically that the balloon can only be filled with 3 cc.device #1is this a laboratory device or laboratory test?no.